Event description:
It was reported the device was subject to the decrement test field action issued by abbott on (B)(6) 2022. The merlin programmer also exhibited unexpected shutdown. No patient consequences.